Manufacturer narrative:
Product complaint (B)(4). Investigation summary : it was reported that tibial revision was performed due to sinking of original implant. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4). Device photo ad (B)(6) 2024. The photo investigation revealed that the attune rp tib base sz 4 cem had organic material on the surface, additionally, no signs of cement remnants can be seen, the lack of cement remnants on the device might be an indicator of improper fixation between the cement and implant interface. Additionally, there is evidence of burnishing consistent with micromotion of the device between the cement/implant interface. Furthermore, with evidence provided, the reported implant migration cannot be confirmed as there is no chronological information nor specific dates to verify the event. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 4 cem would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tibial revision was performed due to sinking of original implant. Doi: (B)(6) 2017. Dor: (B)(6) 2024. Affected side: left knee.